Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised to clean the battery cap contact with cotton swab and allow at least one minute for the battery contacts to dry. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not fully connected into interface board. After reconnecting properly, the insulin pump operated within specifications. The insulin pump was received with cracked case on the display window corners and minor scratches on lcd window.